Event description:
Intra-articular fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from an orthopedist regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for arteriosclerosis obliterans (complication) and previous treatment with altz injections at a dose of 2.5 ml/week (from (B)(6) 2002 through (B)(6) 2012). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml/week. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received second synvisc injection. On (B)(6) 2012, the pt experienced intra-articular fluid retention. The same day, the pt had arthrocentesis and 20 cc of clear fluid was aspirated. Later on the same day, the pt was treated with betamethasone sodium phosphate injection at a dose of 2 mg/day until (B)(6) 2012. The action taken with synvisc treatment was not provided. The event of "intra-articular fluid retention" was not yet recovered. The pt had no concomitant medications. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as definite.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.